Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas 8000 e 602 module. The initial hcg+b result from a poured off aliquot run from a false bottom tube was >10,000 miu/ml with a data flag. The sample auto repeated using a 1:100 dilution with a hcg+b result of 10.00 miu/ml, with a data flag, which was reported outside of the laboratory as <0.10 miu/ml. The customer contacted the doctor immediately and informed them the result reported was not accurate. The master tube then had hcg+b testing performed using a 1:100 dilution with a result of 119,431 miu/ml. The hcg+b result of 119,431 miu/ml was deemed correct and an amended report was issued. There was no adverse event. The customer checked the poured off aliquot and found no clots. The customer ran qc after the issue and the results were acceptable. The hcg+b reagent lot was 25919905 with an expiration date of 30-nov-2018. The field engineering specialist was unable to determine a root cause. He checked the sample, reagent, and sipper probe liquid level detection voltages. He checked the alignments and dispensing of the probes. He observed all the mixing, washing, and transfer functions. The customer repeated 10 samples that were originally ran prior to and after the questionable result and all sample results matched the original results. No specific data was provided. The customer ran qc and the results were acceptable. Based on the qc and calibration data provided a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer stated that there have been no other issues.